Event description:
Caller states that there are control readings that were written down, but not found in memory. When caller was told that if controls are properly marked, they would not be present in memory, she stated that they do not know if the user at the time knew how to mark a control. Requested return of suspect device and replacement was sent.